Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry strips showed pauses of 2.5 seconds and that pacing spikes were present but there was no capture on the left ventricular (lv) lead. The right ventricular (rv) lead has a history of noise and fluctuations in impedance. The lv lead remains in use and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.